Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation submitted 07aug2020 is still valid. E3) occupation: non-healthcare professional. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation is unknown. PMA/510(k) k172557. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a gunther tulip vena cava filter on (B)(6) 2014. On or about (B)(6) 2017, [pt] had a CT of her abdomen and pelvis done to evaluate her indwelling ivc filter. At that time, the radiologist did not note that [pt]'s ivc filter was perforating her ivc, however another doctor on or about (B)(6) 2019 told [pt] that the scan revealed perforation." Patient outcome: it is alleged that "[pt] is at risk for future cook günther tulip filter fractures, migrations, perforations, and tilting, as well as future recurrent dvt and/or pulmonary embolism. [Pt] faces numerous health risk, including the risk of death. For the rest of [pt]'s life, she will require on-going monitoring of her condition."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported swelling is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown. The alleged tulip is manufactured and inspected according to a41935 (tulip mi), a41936 (tulip qci). The following allegations have been investigated: swelling. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis/pulmonary embolism. Patient is alleging vena cava perforation. Patient further alleges bilateral leg swelling.

Manufacturer narrative:
Additional information: b5, b6 investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: clot in filter. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog and lot number are unknown. The alleged tulip is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per medical opinion, "the patient's ivc filter is a cook gunther-tulip retrievable ivc filter, positioned in the infrarenal ivc at the l2 level. The filter apex is located at the renal vein confluence. No clinically significant tilt. 2 of the 4 primary filter struts perforate the wall of the ivc, with the posterior strut impinging on the underlying l3 vertebral body and the medial strut lying in close proximity to adjacent aorta. No strut fractures or missing components are identified. No caval thrombosis, wall thickening or clot within the filter is identified on the most recent CT from 2017. A substantial amount of clot was present within the filter on the 2-4-2014 CT study. No pericaval hemorrhage. Calcified atherosclerotic plaque is present in the aorta and major branch vessels."